Event description:
It was reported that this left bundle branch (lbb) brady lead was surgically explanted due to a likely high threshold during repositioning, with the helix remained extended. This lbb brady lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported that this left bundle branch (lbb) brady lead was surgically explanted due to a likely high threshold during repositioning, with the helix remained extended. This lbb brady lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. The complete lead was returned intact with a stylet inside. Visual inspection found dried body fluid around the helix. Blood and body fluid were observed in the lumens. Melt marks were present on the outer insulation, likely caused by electro-cautery during explant. Stretched coils were noted at approximately 70 mm, 75 mm, 77 mm, and 82 mm from the terminal end. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. No lead issues were noted that would have made the observed high threshold during repositioning more likely than what is documented as known inherent risks of the use of this lead. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported that this left bundle branch (lbb) brady lead was surgically explanted due to a likely high threshold during repositioning, with the helix remained extended. This lbb brady lead was replaced with the same model. No additional adverse patient effects were reported.